Manufacturer narrative:
Initial reporter phone number: (B)(6). The device was not received for evaluation, however two pictures was received. The visual inspection of the provided photos showed the product after treatment. The photo showed blood outside the product. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 30 minutes after starting treatment with a polyflux 14l dialyzer, an external blood leak was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.